Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: during investigation, the pump powered on and the display was found to be dim, fading and discolored. Unrelated to the complaint, a visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap was not able to secure to the pump due to a damaged coin slot on the top of the cap. A test battery cap was used for testing. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was punctured/damaged. The audio bolus button responded appropriately during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.